Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that their controller is not turning on. Caller stated they last charged the controller last thursday, and then unplugged the controller the following morning. Caller did not notice if the controller came on at that point. Caller went to charge the implant today, but the controller was blank and unresponsive. Caller added that they have tried resetting the battery, but that did not resolve the issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller did not power on. Agent had caller examine the equipment for damage; caller noted no visible damage. Caller confirmed the power supply had a green light showing and all connection pins were clean. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# (B)(6) implanted: explanted: product type analysis of the controller, model 97745nt, s/n (B)(6) found main board damaged - replaced main board and lcd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.